Event description:
The mother of a patient contacted 3m regarding an incident which occurred in 1/01. She indicated the patient cut their finger and was taken to the ER on the day of the event. The doctor determined that sutures were not needed. After swabing the wound, a technician bandaged the finger with coban over steri-strips. The mother says instructions were given to look for signs of infection (fever, redness and swelling) and to keep the finger dry for 3 days. When the patient complained and she could not remove the bandage, the patient was taken to a physician. The banadage was removed after soaking in soapy water. The wound was determined to be infected. Antibiotic was administered and the finger was redressed. The next day the bandage was removed and the finger was turning black. The patient was admitted to the hospital for IV antibiotics for infection. On about a week later, an amputation was performed on the first two joints. A graft was also performed about a week later.